Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a software error alarm and an alarm for the motor arm cannot communicate with the main arm on the insulin pump. Customer was advised that the pump will be replaced.

Manufacturer narrative:
The pump was received with operating currents within specifications, and passed the self test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump error 4 and pump error 53 noted in the history file with line number = 16348 and file number = 16272. Unable to verify root cause. The pump was received with minor scratches on the display window and case.